Event description:
Boston scientific received information that a non-bsc sales representative reported that this right ventricular (rv) lead was explanted as a result of a lead fracture. No adverse patient effects were reported during the procedure. The rv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Analysis revealed electrical discontinuity on the distal cable conductive pathway. No other electrical irregularities were observed. Evidence on the returned lead showed slight displacement on the connector block, recoil on distal cable on distal side of connector block, stretched at distal and proximal shocking coils, and stretched in helix, which may suggest disconnection may have been a result of extraction damage.